Event description:
Baxter (B)(4) received a report that an intermate had reportedly broke at the junction between the tubing and luer lock patient connector, during patient use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the broken delivery tubing detached at the junction of the distal luer post. The root cause was determined to be due to stress. As a result of this incident, a new slide clamp was implemented in (B)(6) 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.